Manufacturer narrative:
The lens was returned inside a plastic specimen jar with an absorbent swab. Viscoelastic and possibly blood were dried on the lens. The lens was cleaned with klrp to further evaluate. The anterior optic surface has a small cracked area between the optic center and the optic edge. The anterior optic edge was nicked and chipped. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The product investigation could not identify a root cause. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power (sphere and cylinder) and optical resolution of the returned lens was retested by an engineering technician. The lens met specification for a company (2.25 cylinder) 14.5 diopter lens. An iol (intraocular lens) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event may be unrelated to the product. The company (2.25 cylinder) 14.5 diopter lens was exchanged for a company (1.50 cylinder) 17.0 diopter lens. Due to the exchange between two different lens models and different diopters (14.5 diopter to a 17.0 diopter lens), this suggests that the replacement lens model and diopter may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as mechanical complication. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been received and stated the iol was exchanged for a different model company lens with 2.5 diopters and there was no impact to the patient.